Event description:
A baxter engineer reported a pump with battery having 16 battery discharges below the alarm threshold. This occurred during bio-med testing. There was no patient injury or medical interventiion necessary according to the hospital representative. No additional information is available.